Event description:
Customer reportedly received a result of >300mg/dl on the device but was taken to the hospital for hypoglycemia. Customer was kept in the hospital for the night, no specific treatment methods provided. No time frame provided between customer's result and the hospital visit. No strip information provided. No quality controls were used. Requested return of suspect device and replacement was sent.